Event description:
Per the clinic, the patient experienced a performance decline and poor sound quality (decline in speech clarity) with the implanted device. Reprogramming attempts were made; however, the issue could not be resolved. The audiologist then reported on (B)(6) 2025 that explant and reimplantation is planned; and the device was subsequently explanted on (B)(6) 2025. The patient was reimplanted with a new device during the same surgery.